Event description:
Customer reported a false negative leukocyte result on the instrument a visually with the multistix 10sg strip. Customer states they performed a microscopic exam and found leukocyte positive and blood positive. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant leukocyte results is unk.